Event description:
It was reported that the patient was experiencing no stimulation sensation. The patient could not feel stimulation - yesterday or today. Patient services walked the patient through patient programmer use. The patient therapy was off. Infection was noted. The patient noted she had gotten really sick this past week. The patient has ic (interstitial cystitis) and had a flare up recently. The patient had a bladder infection. The patient did not think she turned her stimulator off. The patient had an epidural on her spine on the left side about 1 month ago. By the end of call, the patient stated she was feeling stimulation and she was relieved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # j0428004v, implanted: (B)(6) 2004, product type lead. (B)(4).